Event description:
It was reported the lock button on the epg (external pulse generator) works intermittently. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Keyboard pad is out of specification (collapsed lock button). Upper case is broken and contaminated and lower case is contaminated. Two side bail covers are broken. The ring is bent. Battery drawer is contaminated.